Event description:
Clinical trial. It was reported that 759 days following a coronary artery stenting procedure the patient returned with a stent thrombosis. The patient presented for the index procedure with an acute myocardial infarction. The target lesion was located in the restenotic mid lad (left anterior descending) with 75% thrombosis of another manufacturer's previously placed bare metal stent, and measuring 3.3x19mm. Treatment consisted of predilation, placement of a 3.5x12mm express2 bare metal stent, and post dilation resulting in 0% residual stenosis. The patient presented 759 days following the study index procedure with an acute, anterior st-elevation myocardial infarction. Stent thrombosis was diagnosed via angiography and was treated with balloon angioplasty. It was also reported that five days prior to the event the patient was taken off plavix and asa was discontinued one day prior to the event due to a previously planned CABG (coronary artery bypass graft) procedure. Seven days post admission, the patient underwent. CABG and was discharged two days post procedure. The investigator assessed this event as definitely related to the study device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.